Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit displayed an error message: ¿equipment error requires inspection. Pad adapter malfunction.¿ there was no patient involvement.